Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the technician deployed the sutures but was unable to pull them taut and found the device was difficult to remove. The physician attending the procedure then applied pressure to the device and was able to tighten the sutures and achieve hemostasis. There was no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.